Event description:
It was reported that the charger for the ilet system was not working, requiring the user to position the charging pad and cord at a specific angle to initiate charging, consistent with a charging problem involving the battery charger component. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem consistent with a component-related failure of the charging system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.